Manufacturer narrative:
Block e1: initial reporter city and state: (B)(6) block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: patient code e2114 captures the reportable event of perforation.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a flexible ureteroscopy (furs) procedure performed on (B)(6) 2023. During the procedure, the sheath perforated the ureter of the patient when advanced over the guidewire. The procedure was completed with the same original navigator hd access sheath device. A double-j stent had to be placed into the patient for three weeks. It was reported that the patient is currently in good condition.